Manufacturer narrative:
The facility indicated that they found the left ucm board was defective. The facility replaced the ucm board to repair the bed.

Event description:
Alleged the bed is running into the chair position unintentionally.